Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two months after the dental implant was placed, in ada site #12 of the patient¿s mouth, the implant failed. Patient presented with bone type ii.the device will be forwarded to the manufacturer for investigation. Patient reported minor pain and swelling at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two months after the dental implant was placed, in ada site #12 of the patient¿s mouth, the implant failed. Patient presented with bone type ii.